Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use of cardiosave intra-aortic balloon pump (iabp) screen was blanked. No patient injury or harm reported.

Manufacturer narrative:
Updated fields: b4, e1 (initial reporter e mail) g1, g3, g6, h2, h3, h4, h6 (investigation findings, investigation conclusion, type of investigation), h11.

Event description:
Na.